Manufacturer narrative:
Product analysis: analysis found that the programmer was melted/scorched near the alternating current (a/c) connector. The a/c connector was unable to be plugged in to the programmer. The a/c connector was also melted on the power supply. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was plugged in but not in use, it almost caught fire. Smoke was visible from the connection point. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection: power connector has a melted plastic around the metal plug. Benchtop analysis: plugged power supply into 110vac wall power. Immediately smelled melting plastic. Unplugged the power supply. Performed destructive analysis on the plug-end of the power supply dc cable. The plug end of the cable was cut off about 4 inched from the plug. +19v and ground cable conductors were exposed for electrical measurement. Resistance between +19v and ground was measured at 1.78 ohms. Confirmed plug was internally electrically shorted as indicated by overmold burn deformation. Confirmed customer complaint caused by power supply plug failure. The dc plug +19v output and ground were electrically shorted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.